Event description:
As reported, during a procedure, the fasteners of the sorbafix enhanced fixation device failed to fixate/penetrate the mesh. It was reported that the fasteners would fire out but fall off when hitting the mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device has been returned. While the sample evaluation is anticipated, it has not get begun. At this time, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. When the sample evaluation is completed, a supplemental MDR will be submitted. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the sample status as no sample. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the fasteners of the sorbafix enhanced fixation device failed to fixate/penetrate the mesh. It was reported that the fasteners would fire out but fall off when hitting the mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device has been returned. While the sample evaluation is anticipated, it has not get begun. At this time, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. When the sample evaluation is completed, a supplemental MDR will be submitted. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness.